Event description:
It was further reported that the issue resolved with resetting of the device over the phone with the patient programmer. The company representative has not heard from the patient since.

Event description:
It was reported that the patient's device was in a power on reset (por) condition. It was no believed to be due to an overdischarged status. Additional information was requested.